Manufacturer narrative:
The field event was verified. The device was in backup vvi mode. The root cause was a piece of foreign material that shunted the battery cathode to the device case.

Event description:
It was reported that one day post implant the device was found in backup vvi mode. The device was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).